Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that the serial connector cable for his vns therapy programming system was loose. All connections were checked and troubleshooting was performed, but the serial cable remained loose. Reporter later indicated "he feels that the handheld is not communicating well." Cyberonics is pending receipt of the serial cable and handheld programmer for product analysis.